Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely that although there is olympus lamp in the heat sink assembly, sufficient heat compounds were not applied to the lamp. Therefore, lamp overheats and emergency lamp lights up. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Prior to device return, an olympus technical assistance center (tac), advised the customer to make sure there was no dust build up on the vents or fan of the device and to call back if the issue was not resolved. The customer was not able to resolve the issue on their own. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the device did not have a sufficient amount of thermal paste on the lamp which caused it to overheat and trigger the emergency lamp. Additionally, the device evaluation also found that the caution label was faded and a faulty scope socket with a b30 error communication. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii xenon light source went into spare lamp mode after twenty minutes without displaying an error code prior to the malfunction. The issue was found during an unspecified procedure. The procedure was completed using a spare lamp. There were no reports of patient harm or procedural delay. Additional information was requested but details were not known or provided by the reporter.